Event description:
A customer reported via phone call indicating that their insulin pump does not rewind. The patient's blood glucose level was 152 mg/dl at the time of the call. The customer stated that that the insulin pump was dry, but would not work. While searching for the answer, the customer suddenly stated that the insulin pump started working and needed no further assistance. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.